Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported dysfunction of the cuff. Analysis of the device identified a pinhole. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff was visually inspected, microscopically examined, and tested for leaks. During the visual test, it was noted that there was a pinhole at a fold on the pillow. A cuff leak was identified in the cuff shell lateral area. Under the microscope, the cuff leak is observed to be an inside out pinhole at a fold as a result of wear and fatigue. Inspection of the pump and balloon components revealed no other irregularities of the device, apart from the observed damage. The cuff leak would cause the cuff to malfunction. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a full replacement of his artificial urinary sphincter (aus) due to a dysfunction of the cuff, the cuff was observed to be pierced when explanted. A new aus system was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the patient underwent a full replacement of his artificial urinary sphincter (aus) due to a dysfunction of the cuff, the cuff was observed to be pierced when explanted. A new aus system was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.